Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnostic coronary procedure was performed by the customer and the procedure was completed as planned after restarting the system. The philips field service engineer (fse) inspected the system on site and confirmed that the table geometry movement was not available. Fse also reviewed the log file. Upon troubleshooting, the height joystick of the geo module (tso) was damaged, when the user activates the movement for down direction but the the joystick remained activated. To resolve the movement issue, fse replaced damaged push button for the joystick's downward movement with the unused push button for the right movement but the shock sensor became red. The fse also sent quote for replacement service of the tso module to customer however customer did not approve the quotation for tso replacement. After temporary solution, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was correctly updated.

Event description:
It was reported to philips that system had no geometry movements. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.